Event description:
This patient was started on a heparin drip at 0135. The order and rate of infusion were verified x2 people. The patient, heparin bag, and pump were scanned. Heparin infused faster than what the verified rate said it should have. The bezel, platen / spring hinge assembly is defective. This component keeps constant pressure on the infusion set against the pump assembly. The defect is located at the top hinge of the bezel, platen/spring hinge assembly. On (B)(6) 2025. Pump infusion rate test. Infusing at a rate above set rate. Ml/hr.